Manufacturer narrative:
An event of a damaged stopcock being observed during device preparation was reported. Information from the field indicated that the shelf box that contained the box did not appear damaged and that the blue tap became detached while the device was being prepped and being used to deliver the flush to the device. The device was returned to abbott for analysis. The investigation found that the stopcock was grossly examined and the blue lever was noted to be detached from the clear body. Microscopic examination revealed that the lever was damaged/bent underneath the lever arms. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not conclusively be determined but is consistent with damaged during use. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer pfo occluder was chosen for implant with an 8f amplatzer trevisio intravascular delivery system. During the delivery system device preparation, it was noticed that the three-way stopcock was damaged and the "blue tap part had become detached from the three way part." It was reported the operator replaced the three way tap with a generic alternative. There was no report of any damage to the product box prior to use. There were no reported adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.